Event description:
Additional information received: the event happened during testing on (B)(6)2023. No patient harm/injury.

Manufacturer narrative:
B3, b5, and h6 hecs codes: updated.

Manufacturer narrative:
D3, g1,2 email is: d3, g1, 2 email is: regulatory.responses@icumed.com. One device was received in with no physical damage. Cmv+peep and imv+CPAP selection from the front panel have been whited out. Per functional testing, the expiratory time was low on nam at .07 on minimum settings. The complaint was confirmed. The root cause was a dirty valve diaphragm. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced valve diaphragm. Replaced faulty variable relief valve. Replaced damaged exhalation valve element. Installed MRI battery, sintered filters, and o-rings for preventative maintenance (pm). Adjusted "texp" and "tins" control, peep/CPAP control, peak inspiratory control and o2 concentration control to tolerance. Performed pm, recalibrated unit, cleaned, and affixed new service label. The device passed all functional and delivery tests.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when required.

Event description:
It was reported, that the inspiratory time and expiratory time was off. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.